Event description:
It was reported that injection/suction cannot be performed immediately after catheter insertion. There may be something wrong with the 3-way valve. Suspected that the 3-way valve may be malfunctioning. Requested confirmation to be sure. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to aspirate was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr sl groshong nxt catheter. The catheter was received with the two-piece connector assembled with the catheter. A functional flow test was conducted using water and a 12ml syringe and it was determined that the sample aspirated as intended and was patent to infusion. The groshong valve opened as intended and ultimately the complainant event was not reproduced. No condition was observed which would have prevented normal function of the groshong valve. It should be noted that aspiration is not assured through the stylet flushing adaptor (flush only) and it was unknown if that was potentially a contributing factor in the alleged event. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that injection/suction cannot be performed immediately after catheter insertion. There may be something wrong with the 3-way valve. Suspected that the 3-way valve may be malfunctioning. Requested confirmation to be sure. There was no reported patient injury. No other information was provided.